Event description:
In (B)(6) 2013, the surgeon performed a right side si joint fusion on the patient placing three ifuse implants. The patient had relief of her pain symptoms following the initial surgery, but later complained of right leg pain in (B)(6) 2014. A CT scan indicated that the superior implant was touching the l5 nerve root. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the implant that was touching the nerve. The patient is doing fine following the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of conformance and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant.